Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had rising and high thresholds. The ra lead was explanted and replaced. It was further reported that the patient's implantable pulse generator (ipg) had premature battery depletion due to high atrial outputs. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.